Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced difficult plunger rod movement. The following information was provided by the initial reporter: customer mentions that the plunger was "hard", making it impossible to aspirate the insulin in the vial. In addition, in another case, he was able to aspirate insulin, but the plunger ended up "coming back". He reports that he injects the air into the vial before using the syringe, but already has the difficulty of aspiration in both syringes.

Manufacturer narrative:
Investigation: customer returned (1) loose 30g x 6mm, 0.3ml bd insulin syringe from lot # 8036874. Customer mentions that the plunger was "hard", making it impossible to aspirate the insulin in the ampoule vial. In addition, in another case, he was able to aspirate insulin, but the plunger ended up "coming back". The returned sample was examined and observed to have no external defects. The sample was then tested for flow: it failed ¿ the syringe was not able to draw water. Following the flow test the sample was then wire tested: it failed ¿ the wire could not pass through the length of the cannula. The cause of this blockage likely occurred during the manufacturing process ¿ possibly an adhesive clog. A review of the device history record was completed for batch# 8036874. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Possible root cause for adhesive clog on cannula, would be the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The pullout device moves the cannula out a small distance for adhesive to be applied and pulled into the hub with vacuum. So, there is an opportunity to have more flow of adhesive under cannula and chances of getting adhesive clog.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced difficult plunger rod movement. The following information was provided by the initial reporter: customer mentions that the plunger was "hard", making it impossible to aspirate the insulin in the vial. In addition, in another case, he was able to aspirate insulin, but the plunger ended up "coming back". He reports that he injects the air into the vial before using the syringe, but already has the difficulty of aspiration in both syringes.